Manufacturer narrative:
(B)(4). The device history reviews the product visistat 35w 6/box, lot #73k1600535 investigation did not show issues related to the complaint. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
Staples are stuck in the staplers and if or when they are not stuck, they do not grab the skin properly. There was no patient injury.